Manufacturer narrative:
B4:19may2021. The device was evaluated by the customer and a remote service engineer (rse). The customer reported that reconnecting the power management board to speaker has resolved the problem. The device was reported to fully meet specifications and returned to use. It is unknown whether the device was in clinical use or outside of clinical use. Multiple good faith efforts were made to obtain additional information regarding the context from the customer but have been unsuccessful.

Event description:
It was reported that the ventilator experienced a primary alarm failure.